Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found there was a cable insulation is torn at donut end. Got hot after running it at donut end. No device found message record the two values the number high ( 00) the number low ( 00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a month ago they started having problems in charging their implant. The patient (pt) stated, "the recharger the cord in it is rotted" and the paddle gets really hot that it shocks them every time they try to charge their implant. Pt now was having a lot of pain because they're unable to charge the implant and use the therapy. Pt mentioned that when they plugged the recharging paddle to the controller pt stated, "it says it cannot connect to the charger". Pt was unable to reach out to their managing healthcare provider (hcp), unsure if the doctor was still active or moved somewhere. Pt also mentioned that they had lost a lot of weight and their skin became more sensitive unsure if losing weight had an impact to their implant. Agent sent request to repair to replace the recharging paddle and sent an email to the manufacturer representative (rep) for visibility.